Event description:
It was reported the device was in use for infusion of pain control. The reporter stated patient reported pain level at 7 out of 10. The staff administered a bolus dose to address pain and found the device was leaking at the tubing clip area. No adverse effects reported.

Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One sample was received for evaluation. Sample was received in decontaminated without the original packaging, inside a plastic bag. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage was found on the components, no contamination, no conditions that may cause failure mode reported were observed; the sample met all specifications. During functional testing, the sample received was set for leak test using a hydrostat vessel and distilled water. No difficulties were detected during priming, water could pass through the entire device, no leaks were detected from the tubing, filter nor other join, the test successfully passed; the failure mode reported is not confirmed. Root cause cannot be determined. No corrective actions are required since the complaint was not confirmed.